Event description:
The customer originally returned his olympus visera elite video system center due to an issue with the 'enter' button on the front of the processor. According to the initial reporter, this issue was found during procedure preparation. Reportedly, the intended procedure was completed using the subject device and a 3rd party keyboard. There was no patient harm from this event. During the device evaluation, it was discovered that the entire front panel unit was experiencing failure. This report is being submitted to capture the front panel unit failure confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel was found faulty, causing the 'enter' button to be non-functional. The entire front panel will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The specific root cause of the faulty front panel could not be determined at this time. Olympus will continue to monitor field performance for this device.